Event description:
The hosp reported that during preparation for a coronary artery bypass graft procedure, the surgeon was not able to load heartstring seal into the delivery system. Following failure analysis investigation results, it was determined that the heartstring seal had cracked and unraveled at the distal end. No pt involvement was reported by the distributor. It was reported that a replacement unit was used to complete the procedure.